Event description:
It was reported the patient was experiencing significant pain. The patient had surgery which was unrelated to his pump device and was having post-surgical pain from that procedure. The patient was receiving IV dilaudid post procedure, and he had received 17 mg, without adequate pain relief, so it was thought that the pump may not be working. The healthcare provider (hcp) was contemplating contacting the pump management hcp as it was felt that the patient shouldn't be in the significant pain he was, from the procedure he had. The medication in the pump was no provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709, lot# j11011r53, implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).